Event description:
It was reported that the lens on the epg (external pulse generator) was cracked. The epg was returned for repair. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display lens was cracked. However it was also noted that the upper and lower cases were broken, one bail cover was broken, one bail cover was missing, the ring cover was contaminated, one case screw was missing, the battery contacts were compressed, the ring was bent, the ring and one bail were missing, the battery drawer was broken and the serial number label was damaged. (B)(4).